Event description:
It was reported that iol insertion was attempted unsuccessfully with three different lenses of same model. There was capsule damage during the procedure and anterior vitrectomy was performed. However, it is unknown if this occurred prior to or after lens insertion attempts. A fourth lens was successfully implanted. According to the surgeon, the event is related to patient movement during the procedure and difficulty loading the lenses into the inserter. The current ucdva is 20/40. The patient status is good and will be followed for observation. This report pertains to the second lens implant attempt. Please reference MDR# 1119279-2013-00114 and 1119279-2013-00116 for the first and third lens involved in this event. Please reference MDR# 1119279-2013-00117 for the inserters used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.